Event description:
A few weeks ago, our enuresis alarm malfunctioned in the middle of the night. The alarm got extremely hot from normal use. The alarm was brand new and purchased. Within a few minutes of inserting batteries in the alarm unit, the batteries got so hot that the back battery door melted and the batteries leaked out of the alarm. Battery acid spilled on my son's neck and hands. He has minor bruises from the battery leak which have caused scarring on skin. The product was returned for a refund.